Event description:
I had a consult with dr. (B)(6) on (B)(6) 2006 regarding my stress incontinence. He told me all about this newest device and suggested I be a study pt for this new mesh sling because I would have no out of pocket expense. Because of this advice, I agreed to be implanted with the ethicon gynecare tvt secure system sling. He did the surgery on (B)(6) 2006. About 2 yrs later, I started to develop symptoms of urinary tract infections. Each time my doctor did a urinalysis, nothing showed up. About the same time I started to have these symptoms, intercourse with my husband became very uncomfortable, and it grew increasingly painful over time, to the point I just refused my husband. He also found it uncomfortable. We finally stopped trying altogether. On (B)(6) 2012, I saw dr. (B)(6) about the continuing infections and painful intercourse (by this time my husband and I had not had intercourse for several years). Upon examination, she could see and feel that the mesh sling had "migrated through into the vagina". She explained that this was what was causing the urinary tract infections and the painful attempts at intercourse. She had me feel for myself and indeed I could actually feel the mesh in my vagina! She said, "haven't you see all the ads for attorneys for these things on tv?" Since I rarely watch tv and never during the day, I had no idea such problems were being reported. She explained that I needed surgery to try and repair and cut away the mesh that had migrated into the vagina. I agreed with her assessment and we scheduled it for (B)(6) 2012. Following my visit with dr. (B)(6), I decided to call dr. (B)(6) who had done the original surgery and placement of the sling in 2006 to get his opinion. He returned my call that same day and told me he would be willing to see me in his office at (B)(6) hospital on (B)(6) 2012 at no charge. On (B)(6) 2012, when I arrived at dr. (B)(6) office, there were no other patients, and they didn't even have me sign in. A nurse practitioner got me ready for the exam and then dr. (B)(6) came in and examined me. After the exam he told me to get dressed and we could discuss next door in his office. He seemed very defensive about the mesh sling issue when I attempted to ask questions. He suggested I use estrogen cream daily (which he gave me) for several weeks pre-surgery. Dr. (B)(6) had already told me to do that. He then told me that he would gladly perform the surgery pro-bono at (B)(6) hospital if I wanted him to. He emphasized that I should be careful with any surgeon who was too aggressive in the surgery who might cut away too much of the mesh. I got the sense that he felt he was the only qualified one to do such surgery. After I left that meeting I decided I wanted dr. (B)(6) to do the surgery for sure even though costs would be involved. I simply felt that dr. (B)(6) was too defensive about the entire subject. Also, I questioned why he would be willing to do the surgery at no charge? I had certainly lost my confidence in this doctor who seemed so willing to defend this product that had caused me such trouble and changed mine and my husband's lifestyle and enjoyment of each other. On (B)(6) 2012, dr. (B)(6) did the reparative surgery. According to her, it was so complicated when she started trying to trim the migrated mesh, she had to call another surgeon in to help. I did well with the surgery. However, beginning about (B)(6) 2012, I started to have stress incontinence again. And I continue to have symptoms of urinary tract infections (burning, urgency to urinated, pain and bloating) in lower abdomen. The ethicon gynecare tvt secur is still in my body. All the surgeon was able to do was to trim the exposed mesh that had migrated into my vagina. I still have problems.